Manufacturer narrative:
Examination of the submitted device confirmed the reported fracture. It is suspected the device was mishandled during use. A complaint database search finds no additional reports against the provided product and lot combination. A database search against provided product code 201103022 sig hp rev distal spacer 8mm finds no additional reported events. Based on the complaint database search findings the event is being considered an isolated incident and the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. A complaint database search finds no additional reports against the provided product and lot combination. A two-year complaint database search against provided product code 201103022 sig hp rev distal spacer 8mm finds no additional reported events. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Location lug has snapped off. This case has been reported by the loan kit technician during loan kit inspection.